Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: bi71000462, lot number: unknown h3, h6: the system was serviced in the field and the issue was recreated once. The manufacturer representative (rep) took off the drive handlebar and noticed that the bolts were very tight, sometimes sticking the switches. Made a handle adjustment and tested the switch drive. The system then functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not driving whenever the handle was pressed. The manufacturer representative (rep) tried a reboot with no change. There was no patient involvement.